Event description:
It was reported that the patient went to the clinic for ventricular assist device (vad) low flow alarms and suspected volume issues. The patient had been restricting fluids and was advised to liberalize fluid intake. A computerized tomography (CT) cardiac morphology was ordered and review of log files showed multiple low flow alarms starting three months ago. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis #274747905:log file analysis: review of the available auto logs report revealed 100 low flow alarms have been logged since 16/may/2020. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event was confirmed via review of the available auto logs reports which revealed 100 low flow alarms have been logged since 16/may/2020. Information provided by the site indicated that, in addition to the low flow event, the patient went to the clinic for suspected volume issues. The patient had been restricting fluids and was advised to liberalize fluid intake. A computerized tomography (CT) cardiac morphology was ordered. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.